Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 259mg/dl. The customer's expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 251mg/dl (B)(6) 2017 10:26 am fasting: yes; 245mg/dl (B)(6) 2017 03:30 pm fasting: yes; 259mg/dl (B)(6) 2017 03:25 pm fasting: yes; 238mg/dl (B)(6) 2017 12:39 pm fasting: yes; 200mg/dl (B)(6) 2017 09:30 am fasting: yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned wrong test strip lot# - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 259mg/dl. The customer's expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 251mg/dl (B)(6) /2017 10:26 am fasting: yes, 245mg/dl (B)(6) 2017 03:30 pm fasting: yes, 259mg/dl (B)(6) 2017 03:25 pm fasting: yes, 238mg/dl (B)(6) 2017 12:39 pm fasting: yes, 200mg/dl (B)(6) 2017 09:30 am fasting: yes.